Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a storage space failure. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a storage space failure. The customer reported there was a delay in dispensing medications to the patient. As per part investigation, it was determined that drawer failures were not identified. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI) part analysis: the report of the medstation es main that presented continued issues with the drawer 3.2 having multiple failures was confirmed by the field service engineer (fse). According to work order (B)(4), the field service engineer (fse) identified that drawer 3.1 was intermittently failing, completed tests in application and diagnostics and ejected all the cubies in 3.1 and 3.2, cleaned cubie trays and replaced drawer 3.1. After completing replacement, cubies were inserted, and both the drawer and cubies were successfully tested and verified to be functioning properly. During dchu laboratory visual inspection of the assy smart hh cubie drawer there was no visual anomalies found. Testing of the pmc and drawer controller boards was performed using a dmm, revealing no irregularities. The received hh cubie drawer was installed into a test medstation and evaluated with hta. The results showed that the drawers operated as intended. There was observed the position sensor making contact with the drawer divider, which was observed bowed, making contact with the drawers. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the constant drawer failures was not identified. The returned drawer was thoroughly tested and failed to produce a drawer failure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a storage space failure. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) identified that the half height drawer 3.1 was intermittently failing. Then, the fse tested in application and diagnostics, then ejected all the cubies in 3.1 and 3.2 main, then cleaned cubie trays, then uninstalled the drawer, then inspected the sensors, insep, latch, controller card connections and retractor band connections. Then replaced the drawer. Then inserted one cubie at a time and tested all cubies and successfully tested the drawer multiple times and verified. After that performed full test in diagnostics and verified. The system functioned as intended after the field service engineer repaired the device.